Event description:
The patient reported falling asleep with a heating pad on and burned the skin through to the neurostimulator. The pt takes medication and had drifted off to sleep. The patient woke up after noticing something was burning. The patient stated the skin over the neurostimulator "krinkled and curled up" and there was dead skin around the device. The hcp reported the neurostimulator was removed with advancement flap and replaced.